Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a bulge in the silicone pumping segment while giving lactated ringers. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of a bulge/balloon in the silicone segment below the upper fitment was confirmed. The set was received from the customer with the tubing cut off 12 inches below the lower fitment. The lower portion of the set, including tubing, smartsite, and distal male luer were not received. The partial set was visually inspected and it was observed that the silicone segment tubing had a bulge, discoloration, and weakened area just below the upper fitment. Functional testing could not be performed due to the missing tubing and components. The root cause of the bulge/balloon in the silicone segment was not identified.